Manufacturer narrative:
Analysis found normal device characteristics. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted.